Event description:
A healthcare provider (hcp) reported the implantable neurostimulator (ins) wasn't working and there were issues with therapy and the device and it needed to be addressed by the manufacturer's representative (rep). No troubleshooting was able to be performed since the hcp wasn't with the consumer. Relevant medical history includes failed back surgery syndrome and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.